Manufacturer narrative:
(B)(4). Inspected 1 opened/used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. Also, performed visual inspection and checked insertion needle for burrs/hooks and dull needle tip defects and none was found. Insertion needle passed per specifications.

Event description:
The customer reported via phone call that they experienced inaccurate readings and triggered threshold suspend. The customer's blood glucose was 73 mg/dl and sensor glucose was 43 mg/dl at the time of incident when it triggered threshold suspend. The customer's blood glucose was 83 mg/dl at the time of call. The sensor was returned for analysis.